Event description:
User experienced ise errors and received discrepant results for multiple assays. Exact number of patient samples affected was unk. The following four patient examples provided were discrepant. Sample type is plasma drawn in gel separator tubes and spun for 8 minutes at 39 rpm. Sample 1: initial sodium run twice on other integra 800 serial number (B)(4) gave 111 and 113 mmol per l; repeated twice on this integra 800, serial number (B)(4), gave 111 and 112 mmol per l. Repeated twicwe on this integra 800 serial number (B)(4), gave 111 and 112 mmol per l. Initial calcium run twice on this integra 800 serial number (B)(4) gave 6.2 and 6.3 mg per dl; repeated twice on other integra 800 serial number (B)(4), gave 0.3 and 5.9 mg per dl. Initial potassium from this integra 800 serial number (B)(4) gave 3.5 mmol per l; repeat on other integra 800, serial number (B)(4), gave 4.4 mmol per l. Sodium result of 113 mmol per l and calcium result of 6.2 mg per dl were called to the physician who questioned the results and requested the patient be redrawn for repeat testing. A second sample was obtained from the pt on 07/10/2009 and tested giving a sodium result of 136 mmol per l, calcium result of 8.8 mg per dl and potassium of 4.3 mmol per l. No information was provided to determine which integra was used to generate these results. The initial sample from (B)(6) 2009, was pulled and repeated on both integra 800 analyzers on (B)(6) 2009 for sodium and calcium. This integra gave sodium of 124 mmol per l and calcium of 8.1 mg per dl. The other integra 800 serial number (B)(4) gave sodium of 121 mmol per l and camciun of 7.9 mg per dl. Sample 3: on (B)(6) 2009, initial potassium gave 4.1; repeated two times first repeat on this integra 800 gave 2.9 second repeat performed on other integra 800 gave 3.3 mmol per l. Sample 4: on (B)(6) 2009, initial potassium gave 4.1; repeated two times first repeat on this integra 800 gave 2.7 and second repeat on other integra 800 gave 3.0 mmol per l. Erroneous results were reported. Patients were not adversely affected. The field service representative found washtime not properly set and performed washtime adjustment. Ise performance check was performed to verify analyzer performance.

Event description:
User experienced ise errors and received discrepant results for multiple assays. Exact number of patient samples affected was unk. The following four patient examples provided were discrepant. Sample 2: initial sodium run twice on other integra 800, serial number (B)(4), gave 110 and 108 mmol per l; repeated twice on this integra 800, gave 112 and 116 mmol per l. Initial potassium on other integra 800 gave 4.9; repeat on this integra 800 gave, 4.1 mmol per l. Initial bicarbonate from this integra 800, gave 19 mmol per l; repeat on other integra 800, gave 27 mmol per l. Initial alk phos run twice on other integra 800 gave 8 and 48 u per l; repeat on this integra 800, gave 44 u per l. Sodium result of 116 mmol per l was called to the physician who questioned the result and requested the patient be redrawn for repeat testing. A second sample was obtained from the patient on (B)(6) 2009 and run on the this integra 800. Sodium repeated twice, gave 139 and 140 mmol per l; potassium repeated twice gave 4.9 each time and bicarbonate gave 29 mmol per l. The initial sample from (B)(6) 2009, was pulled and repeated on both integra 800 analyzers on (B)(6) 2009 for sodium. The other integra 800 gave 127 mmol per l and this integra 800 gave 129 mmol per l. Erroneous results were reported. Patient were not adversely affected. The field service representative found washtime not properly set and performed washtime adjustment. Ise performance check was performed to verify analyzer performance.